Event description:
Material no: 305759; batch no: 8355652. It was reported that during use of the bd eclipse¿ needle the safety mechanisms do not snap closed easily. The following information was provided by the initial reporter: the incident is every time we use them they don¿t snap closed very easily. We need to be able to single hand close the needle so we do not have to take the other hand off the patient (especially if it is a kicking/screaming child), however, using these needles we have to use both hands to ensure its locked. We did have a needle stick to an employee on (B)(6). Employee thought it was snapped closed, turned to throw the needle into the sharps container and found that the needle was not latched so it caused her to stick herself with a used needle. The previous needles used were much safer as it was one flick of the thumb would close the needle and it stayed closed. These needles you have to hold the syringe with one hand and use the other hand to push the safety device. It just is not safe for patient or staff.

Manufacturer narrative:
H.6. Investigation summary: one representative sample was received for investigation. Visual inspection: the representative sample was subjected to visual inspection. There were no deformation/damage observed on the eclipse hub and safety shield. No breakage observed on the safety lock pin. A device history record review found no non-conformances associated with this issue during production of this batch. Conclusion: no assignable root cause could be established as the investigation revealed no abnormalities associated with the tested sample and the tested sample has passed the inspection. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 305759. Batch no: 8355652. It was reported that during use of the bd eclipse¿ needle the safety mechanisms do not snap closed easily. The following information was provided by the initial reporter: the incident is every time we use them they don¿t snap closed very easily. We need to be able to single hand close the needle so we don¿t have to take the other hand off the patient (especially if it¿s a kicking/screaming child), however, using these needles we have to use both hands to ensure its locked. We did have a needle stick to an employee on 10/1. Employee thought it was snapped closed, turned to throw the needle into the sharps container and found that the needle wasn¿t latched so it caused her to stick herself with a used needle. The previous needles used were much safer as it was one flick of the thumb would close the needle and it stayed closed. These needles you have to hold the syringe with one hand and use the other hand to push the safety device. It just isn¿t safe for patient or staff.